Event description:
It was initially reported that the patient was having an increase in seizures. The patient had 15 seizures and had some cluster of seizure recently. The patient had not had and illnesses to explain the increase in seizures. It was noted that the patient needed a new generator. Surgery is likely but has not occurred. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Additional information was received that the patient has a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.